Manufacturer narrative:
(B)(4). Batch number ==> p56w7f. Investigation summary ==> the analysis results that one pse45a device was returned with no visual non-conformance and with two ecr45g cartridges reloads present. The cartridge (b) was received partially fired 1/10 and with the cartridge pan partially dislodged. The cartridge (c) was received partially fired 1/10. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the lobectomy, could not fire with two ecr45gs. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was low battery issue.